Manufacturer narrative:
Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Event description:
A medtronic representative reported that, while in a spine procedure, the stealthstation treon treatment guidance system unexpectedly exited from navigate. The system had been idle for approximately 10 minutes when it exited and stayed on the screen displaying "exiting application". The system was hard-booted and returned to navigation without further issues. The surgeon completed the iliac procedure with the use of the stealthstation treon treatment guidance system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.